Event description:
The customer reported that the insulin pump alarmed. The customer stated that he was pushed in the ocean and since then, the pump kept alarming. Troubleshooting was performed and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of the corroded electronic and motor assembly. Further testing was not performed due to the blank display.